Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead was extrinsically breached due to a cut. There was a connector pin observation. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with cuts on the overlay tubing at 19 cm, extrinsic damage. There was blood in the connector pin of the lead and between the distal conductor and the inner tubing most likely from blood on a stylet that was inserted in the lead which traveled the length of the lead. There were no observed insulation breaches on the inner insulation and the inner tubing of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the physician noticed blood that appeared to be inside the proximal lead body. Insulation breech was suspected although the lead¿s measurements were within normal range and no visible insulation defect observed. The clinical decision was made to remove the rv lead and implant a new rv lead. No patient complications have been reported as a result of this event.